Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd pas received 1 sample from the customer facility for investigation. Bd pas observed that the sample was contaminated, and therefore the investigation was limited. Additionally, a review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation. Bd was not able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that blood leaked from the tubing of the bd vacutainer® pbbcs. No serious injury or medical intervention.